Event description:
It was reported to philips that the machine is vibrating and getting a noise speaker issue. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the machine is vibrating and getting a noise speaker issue. The customer requested that an authorized service engineer be dispatched to the customer site. An evaluation was performed and the engineer checked and no issue was found with the machine under observation. Philips is unable to rule out that a malfunction did not occur. As the issue could not be found during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.